Event description:
The valve was explanted due to severe aortic insufficiency. The pt was "nyha I" at the time of explant. Intra-operatively, the valve showed structural deterioration and a leaflet tear.

Event description:
In 1992 a dr implanted a 25mm aortic toronto spv valve (model spa-101-25). The pt had a history of smoking, angina, rheumatic heart disease, and demonstrated mild aortic insufficiency at their seven-year follow-up. According to the info received, the pt was diagnosed with severe aortic insufficiency at their eight-year follow-up visit. Two weeks later, in may 2000, a transesophageal echocardiogram was performed and a leaflet was observed. In 2000, dr explanted this valve due to severe aortic insufficiency. The pt was reported to be in nyha I at the time of explant. According to the explant operative report, a leaflet tear was observed and reported to be "likely due to dilatation at the sinotubular junction" sinec the valve was a 25mm and the sinotubular junction was measured to be 30mm. A 25 mm medtronic freestyle bioprosthesis was then implanted. The pt tolerated the procedure and was discharged home. According to the hospital pathology report, one leaflet had a "transverse ridge running across one-half of its tissue" suggestive of a "possible commissural region or type 1 tear" and measured 0.65cm. A tear was also observed in the adjacent cusp, and measured 0.5 cm as well as a transverse tear close to the free margin. Two of the tears appeared to be "likely iatrogenic". The cusps were "soft, supple", and showed "no evident abnormality" and no evidence of calcification. The pathology report concluded this event may have been related to mild degenerative changes, a cuspal tear, and mild to moderate pannus. Additionally, it was stated that it was possible that the tear and subsequent event were related to "non-valvular causes" such as ascending aortic root dilatation. No additional info was received.